Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient developed a cholesteatoma resulting in the decision to explant the device in (B)(6) 2018 (exact date not reported). The patient is being clinically managed by the health care provider. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.